Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Software version is updated to 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 2.1 h3/h6: the system was serviced in the field. There were no anomalies found. Codes b01, c19, and d14 are applicable. D9/h3/h: the computer software kit (product ID: product ID: 9735740, version: 2.1) was not returned for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A1102 was coded for the reported "error 64" popup error message . A11 was coded for the reported issue of only half of the head showed in the 3d model before the system got the error code 64. A110208 was coded for the issue of the system rebooted, the site reloaded the previous registration, and they continued with surgery. The reported annex g code g02008 corresponds to concomitant sw kit 9735740 stealth s8 spine that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that the account experienced an "error 64" popup message during a case. There was less than an hour surgical delay. A patient was reported present but there was no impact on patient outcome. Medtronic received additional information. The manufacturing representative (rep) reported the patient and surgery information. Additionally the rep reported the site had finished registration despite software only showed half of the head in the 3d model before the system got the error code 64. The system rebooted, the site reloaded the previous registration, and they continued with surgery. The rep noted that some of the scans merged in had a restricted use message. The site reported less than 5 minute delay.